Event description:
It was reported that an (B)(6) year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient began to feel her left breast was very hard, felt heavier, and experienced occasional shooting pains. She observed the left breast appeared larger and lower than the right breast. No consultation with a medical professional has been conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).